Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify the failed battery test and battery out limit alarm due to buttons not responding. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the customer was having issues with the insulin pump last night. Customer inserted 20 batteries in the device and none of them worked. The device kept alarming battery out limit. In the morning customer inserted a new battery and it worked. Troubleshooting was performed and the device started to alarm during the call, it alarmed. The device had alarmed failed battery test. Customer was assisted with clearing the alarm and buttons weren't responding. The customer's current blood glucose was 125 mg/dl. Customer didn't recall any significant events that may have caused the keypad anomaly. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.